Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was noted upon interrogation. The device was reprogrammed and the issue was resolved. The patient experience no adverse consequences due to this event and is in good condition.